Event description:
It was reported that the battery of this pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Ts recommended either replacing the device or re-evaluating the battery in 90 days. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H1 and h6 updated.

Event description:
It was reported that the battery of this pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Ts recommended either replacing the device or re-evaluating the battery in 90 days. This pacemaker remains in service. No adverse patient effects were reported.